Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable high ise indirect gen.2 sodium and creatinine results for multiple patient samples from the cobas 6000 c501 module. The samples were repeated on another cobas 6000 c501 module. Patient 1 initial creatinine result was 4.28 mg/dl and the repeat result was 1.9 mg/dl. Patient 2 initial creatinine result was 5.45 mg/dl and the repeat result was to 1.13 mg/dl. Patient 3 initial creatinine result was 11.27 mg/dl and the repeat result was to 0.93 mg/dl. Patient 4 initial creatinine result was 13.28 mg/dl and the repeat result was to 0.68 mg/dl. Patient 5 initial sodium result was 360 "mmol/mol" and the repeat result was 142 "mmol/mol". The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The reagent and electrode lot numbers and expiration dates were requested but were not provided. The field service representative found the naoh-d tubing was not in the proper position causing detergent to drop back into the cells. He adjusted the tubing, changed the lamp and cuvette, performed cell blank, performed maintenance, ran calibration and qc which passed.